Event description:
Literature: matzel ke, lux p, heuer s, besendorfer m, zhang w. Sacral nerve stimulation for faecal incontinence: long-term outcome. Colorectal dis. 2009; 11(6):636-41. Summary: this article presents prospective data from 12 consecutive patients treated with sacral nerve stimulation for faecal incontinence from 1994 to 1999. Nine reached long-term follow-up criterion for inclusion in the study. The patients underwent follow-up annually. The purpose was to analyze the outcome after long-term usage. Reportable event: one patient experienced intractable pain at the implant site which forced removal after five months. The patient had clinically effective stimulation unit removal. See literature article with MFR report # 2182207-2009-06430.